Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mildly tortuous left common femoral artery. A 6.0 x 60 mm absolute pro stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and the stent implant was deployed with no issues noted. Resistance was felt during removal of the sds from the anatomy and under fluoroscopy the stent implant was observed to be fractured. A non-abbott stent implant was deployed inside the absolute pro stent to embed the fractured pieces of the absolute against the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The resistance during removal and stent fracture was not confirmed as it was based on case circumstances. It likely that the anatomy contributed to the difficulties. If the stent was deployed at a curvature or angle in the vessel, during withdrawal of the delivery system, the tip may have caught on the stent resulting in the reported resistance and fracture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.